Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As reported tortuosity may have been a contributing factor. As reported to gore, the physician did not attribute this event to the device, he stated the vessel kinked, thus occluding the device.

Event description:
In 2007, this patient was implanted with a gore excluder aaa endoprosthesis. Some time later, the ipsilateral leg of the trunk-ipsilateral leg component occluded due to a kink in the patient's artery. A week later, a successful reintervention was performed to balloon the kink and implant an iliac extender component. As reported, the physician did not attribute this event to the device, he stated the vessel kinked, thus occluding the device. The patient is reported to be doing well following the reintervention.